Event description:
It was reported that the patient felt "something moving inside of them". The programming was adjusted and the patient has not felt movement since. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.